Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During patient use, customer reported the autopulse platform (serial #(B)(4)) displayed a user advisory - "(ua) 07" (discrepancy between load 1 and load 2 too large) error message upon powering on. Unknown if crew tried clearing the advisory and if manual CPR performed. Patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown.

Manufacturer narrative:
The reported complaint of the autopulse platform (serial # (B)(6)) displayed user advisory - "(ua) 07" (discrepancy between load 1 and load 2 too large) upon powering on was confirmed during initial functional testing and archive data review. The investigation findings revealed of imbalance between the two loads cells, load cell module 1 was over reported (defective). Therefore, the root cause of the reported ua07 error was due to a defective load cell module 1. The cracked cover and defective load cell were likely attributed to mishandling such as a drop. During visual inspection, unrelated to the reported complaint, a cracked front cover was observed on the returned autopulse platform. This type of physical damage was likely attributed to misahandling. During archive data review, multiple user advisory 7 (discrepancy between load 1 and load 2 too large) error messages were recorded, thus confirming the reported complaint. The initial functional testing of the autopulse platform failed due to "ua07" displayed upon powering on. Load cell characterization results confirmed the load cell module (1) over reported (defective). To remedy (ua)07 error, the defective load cell module 1 identified during evaluation was replaced. After service repair completion, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The load cell characterization test passed. The autopulse platform passed all other functional tests. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(6).